Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The inspiratory pipe which leads the gas to the inspiratory outlet was found broken. The inspiratory pipe was replaced. The ventilator then passed all functional and safety tests and was cleared for clinical use. No parts were returned for investigation. Provided ventilator logs confirm the failed internal leakage test during pre-use check. There are no technical error codes in the technical log indicating no ventilator malfunction. Since no parts were returned for investigation, the exact root cause of the failed internal leakage test during pre-use check has not been determined, but the replaced inspiratory pipe is most likely the cause of the leakage. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).